Event description:
The implant surgeon, reported the following event to the (B)(4): the reamer broken during the corpus ossis femoris preparation. The distal part was jammed into the femoral shaft. The broken piece was been removed after x-rays observations and the help of a second surgeon.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report. The subject device is not sold in the u.s., but a similar device is commercially available in the u.s.